Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site following recent weight loss. Additionally, the patient also experienced ineffective therapy. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken in the future.

Event description:
As a result, surgical intervention was taken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.